Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with intermittent conduction experienced syncope and was hospitalized. The field representative noted that the pacemaker exhibited noisy signals on the right atrial (ra) and right ventricular (rv) channels as well as pacing inhibition prior to the syncopal event. Upon interrogation it was found that both leads were in the unipolar configuration and the pacing thresholds and impedance measurements were within normal ranges. The field representative increased the rv sensing threshold and the av delay. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicates that the noise was reproduced with isometric exercise and that the suspected cause for the pacing inhibition was oversensing of the noise. It was also noted that no events were recorded by the device at the time of the syncopal event. The pacemaker remains in service. No additional adverse patient effects were reported.